Event description:
Facility chief technician reports that during a pt treatment the venous inline injection site "popped out causing a significant blood leak. The blood in the arterial side was able to be returned. The blood in the dialyzer and venous side was not returned resulting in a bloodloss of approximately 150cc. The pt was restarted using a new dialyzer and lines and the treatment continued without incident. There was no medical intervention required.